Event description:
It was reported when the patient presented in clinic for a coronary artery bypass graft surgery, prior to the procedure an increase in capture threshold was observed on the lv lead. The physician elected to cap the lead during the procedure. Before the physician cap the lv lead there were complications with the bypass surgery. The patient condition was deteriorated due to bypass complications. As a result, the patient expired. The death was not related to the lv lead placement rather the valve repair and coronary artery bypass graft surgery (CABG) performed.